Event description:
This is being reported as an adverse event because the complaint originated from an attorney. It is not known what the patient was originally treated for. One device was implanted on either (B)(6) 2009 or on (B)(6) 2010 as the date was not specified with the use of the product. Two boston scientific advantage devices were also implanted on either (B)(6) 2009 or (B)(6) 2010 but this was also not specified. The complaint via the attorney was that the patient suffered pelvic, abdominal and bladder pain, bowel and urinary problems, dyspareunia and nerve pain. It is not known when the event occurred. It is not known what the patient's current condition is. No info has been confirmed by a health care professional.

Manufacturer narrative:
The device history record for this lot was reviewed and everything was found to be in order.